Manufacturer narrative:
Investigation indicated the retaining ring is missing on the dps. When the retaining ring is missing, the dps pivot can come out of the device when the device is moved without any weight applied on it. Considering that when a transfer is performed without a dps pivot this failure cannot cause a dangerous situation because there are still two attachment points. The manufacturer reports that assembly instructions at the manufacturing site are clear about putting a retaining ring on the dps pivots and that test instructions for the device include confirmation of the presence of the retaining rings on the dps pivots. If the assembly and test failed, verification is done when putting the plastic caps on, as specified in the packaging instructions of the device. The manufacturer reports that there have been no other reported cases of missing retaining rings on dps pivots. This is an isolated case. The manufacturer concludes the cause is assembly error. The manufacturer will take the corrective/preventive action to meet with the production staff on the dps production line and emphasize the importance regarding the presence of the retaining rings on the dps pivots.

Event description:
The facility reported that the dps pivot on one side came out during transfer. The pin on the other side was still in position. No injuries were reported. (B) (4).